Event description:
It was reported by a user facility that a saline bag was filling while sitting idle during recirculating for 20 minutes while awaiting pt hook up. This was the first run of the day. There was no pt involvement. The air separator was replaced. There were no problems after the repair.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filed at the completion of the investigation.